Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported atrial fibrillation (arrythmias, arterial and ventricular) is listed in the product instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the patient did not have an aneurysm, but rather, was found to have a short period of atrial fibrillation between 1mfu and 6mfu. The abnormal heart rhythm is treated with medication.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported aneurysm is listed in the promus instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that the index procedure was done on (B)(6) 2009 in the target lesion in the 99% mid right coronary artery (rca) stenosis. The vessel was 15 mm in length and 4.6 mm in diameter. After pre-dilatation in the mid rca, the promus 4.0 x 18 stent was deployed. Post dilatation was done with a residual stenosis of 0%. The patient was discharged the next day ((B)(6) 2009) with aspirin and clopidogrel. There were no reported product issues or patient effects noted during the index procedure. However, the post procedure core lab angiography reported a new aneurysm was present. There was no reported treatment for the aneurysm. There was no additional information provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.